Event description:
It was reported that the patient¿s implantable neurostimulator (ins) site was oozing and the healthcare provider (hcp) looked at it and did not think it was infected at the point of the report. There was no alleged product issue, and no actions required as a result of the event. Patient symptoms or a complication associated with the event was drainage/incisional wound opening at the device pocket. The patient also required reprogramming, and they were able to cover the chronic pain areas with the stimulation as a result. The patient then had a clinic appointment. Oral antibiotics were started and the patient was instructed in wound care. The patient was also instructed not to charge the ins for seven days. The cause of the event was not determined. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).